Manufacturer narrative:
A revision procedure was performed. During the revision, it was confirmed one of the defibrillation port setscrews was loose. Additionally, it was noted the proximal and distal defibrillation connections were switched in the header. Proper connections were reestablished, and no out of range measurements were reported following the revision. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that, during a follow-up appointment, this device had measured a shock impedance greater than 125 ohms. An x-ray and patient maneuvers were performed. It was believed a defibrillation port setscrew was loose. No adverse patient effects were observed.